Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-apr-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving dilaudid 500 mcg/ml for a total dose of 216 mcg/day and clonidine 50 mcg/ml for a total dose of21.6 mcg/day via an implantable pump. It was reported the patient reported feeling periods of noticeably increased pain, followed by good pain relief. A hcp performed a dye study that showed dye present in the pump pocket. No dye was seen in the intrathecal space. It was decided they wanted to revise the pump segment of the catheter. When they detached the pump segment, it was noted that the tissue had gotten in the connector area. They did not see any other visible deformities. It was noted surgical intervention occurred as they decided to remove the pump connector piece and revised the catheter was an 8784. The hcp was able to aspirate 0.5cc from the catheter access port (cap). It was unknown what factors may have led or contributed to the issue. It was unknown if the issue was resolved. The patient's status was alive- no injury. The event date was unknown. No further complications were reported.